Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with lphse. A scratch is seen on the posterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the inserter penetrated an intraocular lens (iol) prior to the implant procedure. The surgeon used a backup lens to complete the procedure. Additional information was requested.